Manufacturer narrative:
The subject telescope was returned the olympus repair center. The repair inspection confirmed the customer reported issue, broken lens in the optical system with defective image. No moisture was observed in the optical system. Also, there is a dent found on the edge of the distal end objective window with minor scratches on the gold plating. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer oes elite high-definition autoclavable telescope has ¿cracked lens¿. The customer reported issue was found during reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cracked lens was due to excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.